Event description:
No additional information received.

Manufacturer narrative:
(B)(4). The device history record and previous repair record for zimmer dermatome an serial number (B)(6) was reviewed and noted no related non-conformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. Using the machine-repair reports and the repair sites folders on livelink as well as sap to query for all repairs on serial number (B)(6) prior to 14 march 2019, the device was noted to have been previously repaired seven times, the last repair being for the hose being difficult to attach to the base of the dermatome reported on 26 june 2018. The reported event was confirmed by the service technician who performed the evaluation and repair. On 14 march 2019, it was reported from university hospital that a dermatome was skipping when cutting and not cutting in the middle on (B)(6). The customer returned a zimmer dermatome an serial number (B)(6) for evaluation. Evaluation of the dermatome on (B)(6) 2019 noted that the device was within calibration and motor speed specifications. Upon further evaluation, it was found that there was some visible damage to the head of the dermatome and that the orange o-ring was showing. Repair of the device occurred the same day and involved replacing the head, calibration shaft, thickness control lever, the orange o-rings, and multiple bearings. The technician then tested and verified that the device was functioning as intended and the device was returned to the customer without further incident. The device was tested, inspected, and repaired. Reference number (B)(4) on (B)(6) 2019. While the service technician found that the machined head had some slight damage, the device was found to be running within calibration and motor speed specifications, meaning that the device would cut as intended. Therefore, a specific root cause of the reported cutting and skipping issues cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Manufacturer narrative:
(B)(4). Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device skipped when cutting/not cutting in middle portion. The event occurred during surgery. There was no harm and there was a possible delay due to acquiring another dermatome. No additional information available. No adverse events were reported as a result of this malfunction.